Manufacturer narrative:
The second device (lot# mk630401) was tested using olympus test equipment, a probe check was performed and the device passed the probe check. Visual inspection on the device was performed and found the teflon pad partially split in cross direction and metal was exposed. There was tissue built up on the device. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The user¿s complaint was confirmed and was reported under MFR number 2951238-2017-00115.

Event description:
1 of 2 report.

Manufacturer narrative:
The user facility returned two thunderbeat devices for evaluation. The first device (lot# mk630401) was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection of the device revealed that there was tissue build up on the jaw area. The teflon pad was found separated from the jaw, exposing metal. The distal end was inspected under a microscope and no probe damage was found. The second device (lot# mk630401) was tested. A probe check was performed and the device passed the probe check. Visual inspection on the device was performed and found the teflon pad partially split in cross direction; however, no metal was exposed. There was tissue built up on the device. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The user¿s complaint was not confirmed on the second device. The user¿s complaint was confirmed on the first device. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic gynecological procedure ¿teflon tip came off¿ on two thunderbeat devices. Furthermore, olympus was informed that teflon pad was damaged; however, it is unknown if metal was exposed. No device fragment fell off. There was no surgical or medical intervention needed. The intended procedure was completed using a third thunderbeat device. There was no patient injury reported.